Manufacturer narrative:
Date of event: estimated date. Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The investigation determined the reported difficulties appear to be related to user error as the device was used past the expiration date.

Event description:
It was reported that a consumption report was received regarding a 4.0x12mm xience alpine stent that expired on 12-sep-2019. After consultation with the account, the hospital staff refused to give a statement when the implantation took place. Therefore, it is possible that the stent was implanted after the expiration date. The implantation was successful and the patient is doing well. No issues occurred during or after the procedure. No additional information was provided.